Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, if the cuff was tapered on the upper side/north side instead of the south, it would not dislodge and auto extubate. It was stated that the doctor had experienced this on more than 4 patients. In addition the pressures were well monitored. There was no patient involvement.